Manufacturer narrative:
(B)(4). Device is a combination product.(B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 3.50mmx38mm synergy ii everolimus-eluting stent, as the stent was about to be loaded onto the guide wire, it was noted that the had stent came off of the balloon. The procedure was completed with another 3.5mmx38mm promus premier drug-eluting stent. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii, us, mr 3.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that some of the distal struts were pulled distally over the distal tip; struts were misaligned, stretched and distorted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 3.50mmx38mm synergy ii everolimus-eluting stent, as the stent was about to be loaded onto the guide wire, it was noted that the had stent came off of the balloon. The procedure was completed with another 3.5mmx38mm promus premier drug-eluting stent. No complications were reported and the patient's status was fine.